Manufacturer narrative:
Sc-1160: (B)(6). The returned ipg was analyzed and it was reported that the ipg was charged fully from its hibernation. It passed the functional test, and an electrical test revealed normal device characteristics.

Event description:
It was reported that the patients ipg would not hold a charge. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted ipg will be returned.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient's ipg would not hold a charge. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted ipg will be returned.